Event description:
It was reported that a one link catheter extension set leaked. The user observed the leak when they primed the set before connection. The leak was reported to be coming from the luer lock connection closest to the patient. The user then reported that they connected the device to the patient and noticed 24 hours later that it was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.